Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) on (B)(6) 2017. A few programs were programmed immediately following implant. She went home with her "night programming", so she used little energy but still benefited from her system as the patient cannot do without spinal cord stimulation. It was reported the nurse charged the ins in advance but on (B)(6) 2017, the ins was suddenly empty. The manufacturer representative saw the patient with charging problems on (B)(6) 2017 and did a physician restart to get the ins back on track and be able to run the data. It was noted the impedances were good during and after the "ok", around 800 ohms. It was noted that the ins was previously "uploaded" in (B)(6), in preparation for an "ok" but the "ok" was canceled. Review of the data from the device revealed the ins was charged on (B)(6) 2017 but the device life was started on (B)(6) 2017. The ins depleted from 98% to 25% within two days. There were two sessions on (B)(6) 2017 but one never started and the other had poor coupling and the ins actually depleted at that point. It was already almost empty at that point (1%). On (B)(6) 2017, the start capacity for the normal recharge session was 2% while the ins was empty on (B)(6) 2017. This could be the physician recharge mode was used. Note, the prm was not necessary since the ins was in discharge and not in overdischarge. The ins had only stimulated for just over 16 hours since it was implanted and depleted quite fast. With the settings in group a, it was expected that the device would go from 100% to 25% in approximately 8 days. In this case, it depleted to that level in 2 days. With the settings in group a, it would be expected to go from 100% to 25% in about 5 days. There were no anomalies revealed in the provided device data. Additional information was received from the rep. It was reported that the patient had to recharge almost daily for three hours. The patient felt very sad about this. The rep was to see the patient on (B)(6) 2017. The patient used the programmed amplitudes. The patient didn't see any error messages on the patient programmer. The patient didn't experience any shocking/jolting sensations. Additional information was received from the rep. It was reported that on (B)(6) 2017, the rep did a physician recharge mode power on reset to try to find out if the device got into a logic state. The rep wasn't sure if they did this well because it didn't work while the neurostimulator was on and the rep tried this at least six times. When the rep switched the neurostimulator off, the physician recharge mode worked. The patient told the rep on (B)(6) 2017 that they had a very weird shocking sensation the week before. When the patient was charging they felt shocks through their entire body. The patient immediately stopped charging. After they became very nauseous which remained for a while. After this, the patient's pain came back and after two and a half days the shocking sensation came back. The patient had the feeling that stimulation was on again after this two and a half days. It was noted that the patient had two extensions with a pocket adapter and that the ins was implanted in the patient's belly. Impedance results provided by the rep showed all values within normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that a revision surgery took place on (B)(6) 2018. It was noted that the patient had a pocket adapter in one connector port and a regular inline extension in the other. The healthcare professional was determined to put in a new extension and take out the duckbill extension and pocket adapter even though there was not an indication of an issue with the products. It was noted that impedance values were normal. There was a lot of fibrosis around the connections of the explanted lead and pocket adapter. The new inline extension was connected to the lead and impedance was within normal range with the multi-lead trialing cable and external neurostimulator. A new ins was also implanted because of the suspicion of an ins malfunction causing it to deplete faster than expected. The explanted ins, duckbill extension, and pocket adapter were to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via the manufacturer representative. It was reported that the on the date of implant, impedance values were around 800 ohms. On (B)(6) 2017, the battery depleted at the end of the day with low settings after about 16 hours of use. On (B)(6) 2017, a physician restart was done. On (B)(6) 2017, the problem wasn't solved; the patient had to recharge every day for three to four hours. A change of settings was done for better pain management. On (B)(6) 2017, pain management was better, but the recharge burden was huge. Another reset was done with the recharge. It was noted that this should be done when the ins is on, but didn't work. After switching the ins off, the reset could be done. On (B)(6) 2017, there was contact with a nurse. A decision was taken to replace the ins. It was noted that this information was confirmed with the healthcare professional.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found a hybrid anomaly with unknown cause. Analysis of the adaptor found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc no longer applies. If information is provided in the future, a supplemental report will be issued.